Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach from the delivery device onto the patient's esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was not received for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered, it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer called to report a failure to attach. There was no harm to the patient or user and a repeat procedure was necessary. No medical intervention required. An endoscopy was performed prior to the procedure and the esophagus appeared normal. There was nothing unusual about the patient or the procedure that led to the event. The user has been performing bravo for ten years and was trained by a given representative. Pressure testing prior to the procedure was 600mmhg, during procedure pressure read 600mmhg. No lubricant was used to facilitate capsule placement. The device is expected to be returned for evaluation.